Event description:
As reported: "increasing pain of the patient in the hip without trauma. X-ray showed nail fracture. The device was revised".

Manufacturer narrative:
The reported event could be confirmed since physical inspection revealed a broken nail. Based on investigation the nail breakage is not linked to a deficiency of the device but is rather considered patient related. Failures in material or manufacturing of the affected nail returned were not found. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidence of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload. The anterior web broke first. The breakage of the posterior web followed with delay, progressed towards medial and broke in a residual fracture in the medial edge. Bearing points are typical results of the interaction of the single products under load. Areas with signs of friction / seizing [bearing points of lag screw] are visible at the distal medial edge. In addition, bulging material is seen medially in this area and a hairline fracture [small crack] running diagonally from the medial edge of the proximal hole into the distal area, starting from the area of the anterior bar and then running diagonally to the center in the distal nail part, which supports the fact of high axial load application. The counterparts were found on the lag screw in the areas with corresponding friction signs and worn edges. The appearance identified a high axial load application to the implants. As per details available the current reported long nail kit r1.5, ti, right gamma3® ø13x340mm x 125° revised an unknown gamma nail of primary treatment performed on (B)(6) 2021, which is also a hint for insufficient bone healing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Axial overload had led to continuous stresses and a significant weakening of the nail around the lag screw thru hole, followed by the fatigue fracture after an unknown implantation duration. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "increasing pain of the patient in the hip without trauma. X-ray showed nail fracture. The device was revised".